Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solarice device is considered to be the same as euphora with the exception of a different brand name and minor differences in the labeling. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one solarice rx balloon catheter to treat a severely tortuous and calcified lesion in the circumflex (cx) artery exhibiting 85% stenosis. No abnormalities were reported in relation to the anatomy. No damage noted to the packaging. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. The shaft of the balloon was fractured/broken. While advancing through the lesion with the balloon, the shaft of the balloon was broken because of applied excessive force. There was no inflation attempt or balloon burst. No fragments remain in the patient. No intervention was required to remove fragments. The procedure was completed using a non-medtronic device. It was reported that the event was due to use of the device in a difficult lesion morphology/anatomy. Patient status post procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 53.9cm distal to the strain relief. Kinks were evident on the hypotube proximal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. The balloon returned with no blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon proximal to the distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately proximal to the balloon distal cone. The balloon material was jagged and uneven at the tear site. Image review summary: images confirm the presence of lesions in the proximal lcx and proximal om vessel. The lesions are calcified and there is a tortuous angulated take-off from the left main into the lcx and om. The procedural guidewire is delivered into the lcx @ 11:53:23. There is a gap in the images provided as the next images after the delivery of the guidewire show the inflation of a balloon with a single inner-shaft marker in the proximal lcx @ 12:16:17. This suggests that the difficulties with the medtronic solarice balloon were experienced in the 23 minutes where there were no images provided. Images confirm the calcified nature of the target vessel and the tortuous nature of the angulation from the left main to the ostium of the lcx. This tortuous angulation and calcification is confirmed on the images and verify the comments made by the physician i.e. The event was due to use of the device in a difficult lesion morphology/anatomy. The lesion in the lcx and proximal marginal were successfully treated with a stent being deployed in the marginal vessel and the proximal lcx being treated with balloon angioplasty. If information is provided in the future, a supplemental report will be issued.